Event description:
Device displayed lead fault while being used on a pt in cardiac arrest, which prevented obtaining the pt's heart rhythm. This delayed therapy approx 1 minute while the crew removed pads and applied paddles. The pt died.